Manufacturer narrative:
Medical device expiration date: unknown; device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported the needle eclipse fb integ 21x1 experienced tube push off non-patient end needle. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated, "tubes get pushed off from signal needle. Since starting the use of eclipse signal needles with pre attached holder, regularly the tubes get pushed off."